Event description:
Police responded to a person described as in cardiac arrest. The device was attached to the pt and four automated ECG analyses were performed. Each analysis resulted in a shock advised decision by the device. Each time a shock was advised, the device allegedly failed to complete charging and displayed the message charge removed. An als crew subsequently arrived, diagnosed ventricular fibrillation and adminstered one shock. The pt was converted to asystole. The pt was not resuscitated. The medical examiner indicated the reported malfunction did not cause or contribute to the pt's outcome. This opinion was based on the pt's medical history.